Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp. During venting and flushing of the implanted port fittings, the operator found that the catheters were twisted and kinked, and a new set of implanted ports was eventually replaced.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The first and second photos show a catheter connected to a syringe through a flushing connector placed on a blue sheet. The catheter is noted to be kinked at the distal portion. Other few components such as two plastic containers, one syringe with needle can be noted. The third photo shows the label that contains product details (material# 8806061 and lot# rejs1655). Therefore, the investigation is confirmed for the reported catheter kink issue can be confirmed. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp. During venting and flushing of the implanted port fittings, the operator found that the catheters were twisted and kinked, and a new set of implanted ports was eventually replaced. There was no patient contact.